Event description:
It was reported that the right atrial (ra) lead was exhibiting high impedance and oversensing noise due to possible fracture. Noise was reproducible with movements and direct pressure. Low impedance was also observed on interrogation. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d154awg, ICD, implanted: (B)(6) 2007. (B)(4).